Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp standard bore catheter extension set experienced a no flow during priming. According to the report, the only way the setup flowed was if the extension set was removed or if a syringe was used. The reporter stated that no physical irregularities were noticed with the extension set and the connections were secure. There was no patient involvement. No additional information is available. This report is 6 of 15.